Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported the pt has been experiencing intermittent low flow alarms, which they believe was due to dehydration and duretic use. The pt reported the alarms were only occurring on pm. Now low flow alarms are occurring on both battery and pm and have increased in frequency. They had previously changed out all peripheral equipment and titrated down meds. Last echo on 6.4.14 revealed lvedd 4.8, intermittent aortic valve opening, mild to moderate ai and normal rv function. The pt came into clinic. A repeat echo to look for possible occlusion of ifc w/ pannus or trabeculi and reevaluate rv function; event log and chest and abdomen x-rays to assess driveline to be sent to tech services. Additional info received 6/17/2014 from the clinical specialist: pa and lateral x-rays received and evaluated by tech services for possible driveline fracture. Films showed acute angle of inflow cannula which could possibly be contributing to low flow alarms.

Manufacturer narrative:
Additional information - the patient remains ongoing on vad support. Although the reported low flow alarms were confirmed via the submitted system controller log file, the cause of the events could not be conclusively determined. The log file showed intermittent low flow hazard alarms when the estimated flow was calculated below the low flow threshold. The pump speed matched the set speed throughout the log file and no other atypical events were captured. The evaluation could not conclusively determine the cause of the low flow alarms. X-rays were submitted for review which showed a possible malposition of the sealed inflow conduit. Although there was a visible bend in the sealed inflow conduit, it could not be conclusively correlated to the reported event. The patient was reported to have been asymptomatic throughout the event. The low flow threshold on the patient's system controller was lowered to resolve the issue. The medical center staff noted that the patient's flows have since returned to normal and no further alarms have been reported. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had persistent low flows despite many alterations in meds and fluids. The patient was totally asymptomatic. The patient's low flow limit was adjusted and the flows have since been normal.